Event description:
Customer reported the pcu gave an unrecoverable error for module a and module c and d shut off with no alarm and no warning. Module c had norepinephrine running but since the pump was off for a very short time there was no blood pressure changes. There was no pt harm or medical intervention reported. Although requested, no add'l event or pt info provided by the user. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device and event logs have not been received. A f/u report will be submitted once the investigation has been completed.